Manufacturer narrative:
(B)(4).

Event description:
Same case as MDR ID: 2134265-2017-06530. It was reported that removal difficulties were encountered. An 8.0-21 carotid wallstent and a 190cm filterwire ez were selected for use. Following deployment of the carotid wallstent, it was noted that the stent delivery system was impossible to remove as the catheter got stuck on the filter wire. Both devices were removed as a unit.

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. Visual inspection revealed that the spring tip was stretched and bent. Also, the protection wire was received without the delivery sheath. Additionally, the device is kinked in two sections at 7.1cm and 23.2cm from the spring tip. The outer diameters of the proximal section, the middle section and near the spring tip of the device were within specifications. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
Same case as MDR ID: 2134265-2017-06530. It was reported that removal difficulties were encountered. An 8.0-21 carotid wallstent and a 190cm filterwire ez were selected for use. Following deployment of the carotid wallstent, it was noted that the stent delivery system was impossible to remove as the catheter got stuck on the filter wire. Both devices were removed as a unit.